Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: d10, h2, h6. Correction: b4, g4, g7, h3, h10. Event description: it was reported that there was a revision surgery on the (B)(6) 2019 as the patient fell with a twist mechanism on the (B)(6) 2019, which caused a total functional impotence of the right inferior limb and pain in the right hip. A femoral neck fracture was seen in the x-ray (no x-rays provided). Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the exafit stem shows a fracture in the transition zone between stem neck and shoulder. The fracture is through the end of the rectangular impaction hole which is located on the lateral side. The fracture surfaces show a signs of a fatigue fracture with its origin at the edge of the of the impaction hole. The other components are inconspicious. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: based on the review of the device history records the reported stem was manufactured in august 2003. Device history: the first design of exafit standard stem was launched in 1999 under the reference (B)(4) in 2003, breakages of these exafit stems were reported at the neck of the stem. Their origin was a notch effect of the impaction hole. In (B)(6) 2003, exafit standard stem was changed with a new design (new impaction hole) and new references: (B)(4) . Exafit stems of the old design include corners at the impaction/extraction hole, which may lead to a stress concentration increasing the risk of a fatigue fracture. In order to reduce this risk, the edges of the hole were replaced by a round curvature in 2003. The complained exafit stem subject to this complaint was manufactured according to the old design. Conclusion: it was reported that there was a revision surgery on the (B)(6) 2019 as the patient fell with a twist mechanism on the (B)(6) 2019, which caused a total functional impotence of the right inferior limb and pain in the right hip. A femoral neck fracture was seen in the x-ray (no x-rays provided). Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). The visual examiantion showed that the exafit fractured through the impaction hole. The fracture occurred due to fatigue. To what extend the patient's fall may have influenced the fracture remains unknown. A possible influencing factor for the fatigue fracture of the stem is the high stress concentration in the impaction hole region. According to the device history the stem was manufactured before the design change that addressed this issue. In conclusion, possible influencing factors for the fatigue fracture of the stem include a stress concentration at the impaction hole and possible patient activity. However, if and to what extend these and other factors may have contributed to the fracture of the stem remains unknown. Therefore, based on the investigation no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4) .

Manufacturer narrative:
Medical product : hd alumine cone 8/10 d28/+3.5; catalog no#: 15132807; lot#:l0460. Trilogy longevity cup 58; catalog no#: unknown; lot#: unknown. Longevity liner 22 +10; catalog no#: unknown; lot#: unknown. Additional information which was received on nov 22, 2019. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received surgical reports for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to fracture. The previously implanted cup and used cement were noted to be stable/well fixed.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to fracture.